Manufacturer narrative:
The tech found the latch pin was not holding. He replaced the latch pin to repair the bed.

Event description:
Info received indicates the right foot siderail is not staying up.